Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. According to the information received, the patient developed capsular contracture. During evaluation of the sample it was observed a crease in the anterior aspect. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition.  A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: grade 4 capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced postoperative left-sided grade 4 capsular contracture. Capsular contracture was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2018.